Manufacturer narrative:
Investigation: one used trima set was received for investigation. Initial observation showed blood throughout the set and no product bags or vent bag was received. The product bag lines were rf sealed. No kinks, leaks, missing parts or disassembles were noted. The reservoir was full and the mini pinch clamps on the centrifuge loop were closed and in the correct position. Some clumping and clotting was observed in the donor line and the 2-1 y connector on the donor line. Investigation is in process; a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. During a collection of a triple dose of platelets, a spillover of red blood cells were seen when changing into the 2nd pas bag. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: one used trima set was received for investigation. Initial observation showed blood throughout the set and no product bags or vent bag was received. The product bag lines were rf sealed. No kinks, leaks, missing parts or misassembles were noted. The reservoir was full and the mini pinch clamps on the centrifuge loop were closed and in the correct position. Some clumping and clotting was observed in the donor line and the 2-1 y connector on the donor line. The run data file (rdf) was analyzed for this event. Review of the rbc signal during platelet additive solution phase showed that the cassette was cleaned correctly, and not rbcs were detected at the end of the cassette cleaning phase. When 412 ml of platelet additive solution was added to the platelet product bags, the operator was prompted to connect a second platelet additive solution bag. Signals from the run data file showed a small drop of the red and green signal of the rbc detector shortly after the second platelet additive solution bag was connected. Trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover during platelet additive solution addition occurred. At all times during the platelet additive solution addition phase the test was in place, however, the level of detection of rbcs passing by the rbc detector did not trigger an alert. Analysis of the run data file did not show a conclusive root cause for the reported rbc spillover during platelet additive solution addition. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the reported rwbc count was below the reportable limit. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. During a collection of a triple dose of platelets, a spillover of red blood cells were seen when changing into the 2nd pas bag. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: one used trima set was received for investigation. Initial observation showed blood throughout the set and no product bags or vent bag was received. The product bag lines were rf sealed. No kinks, leaks, missing parts or misassembles were noted. The reservoir was full and the mini pinch clamps on the centrifuge loop were closed and in the correct position. Some clumping and clotting was observed in the donor line and the 2-1 y connector on the donor line. The run data file (rdf) was analyzed for this event. Review of the rbc signal during platelet additive solution phase showed that the cassette was cleaned correctly, and not rbcs were detected at the end of the cassette cleaning phase. When 412 ml of platelet additive solution was added to the platelet product bags, the operator was prompted to connect a second platelet additive solution bag. Signals from the run data file showed a small drop of the red and green signal of the rbc detector shortly after the second platelet additive solution bag was connected. Trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover during platelet additive solution addition occurred. At all times during the platelet additive solution addition phase the test was in place, however, the level of detection of rbcs passing by the rbc detector did not trigger an alert. Analysis of the run data file did not show a conclusive root cause for the reported rbc spillover during platelet additive solution addition. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. During a collection of a triple dose of platelets, a spillover of red blood cells were seen when changing into the 2nd pas bag. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.